Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: the event regarding a load step malfunction was reported to occur on (B)(6)2015; according to the pump history, the pump was able to be used until (B)(6)-2018. The available black box data contained dates from (B)(6)2019 to (B)(6)2019 and showed no evidence of a load malfunction or force sensor related defects. During testing, the force sensor calibration was found to be within specification. The pump successfully completed the rewind, load cartridge, and prime steps with no warnings occurring. The pump was exercised for 12 hours with no issues. The pump cover was removed and no evidence of moisture ingress or damage was found to the force sensor components. The complaint of a load step malfunction was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.